Manufacturer narrative:
Updated data: a1. B5. Added second paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve replacement (tavr) procedure, the "basilica" technique was performed to lacerate the valve leaflet due to the left coronary artery being less than 10 millimeters (mm) in diameter and a small left sinus. During the implant of the valve, the patient went into cardiac arrest. The valve was noted to be implanted. Subsequently, cardiopulmonary resuscitation (CPR) was performed, yet was unsuccessful, and contrast imaging revealed a blockage in the left coronary artery. An attempt was made to place a stent but the patient ultimately died. Additional information was received indicating that the causeof the occlusion was leaflet occlusion and sinus sequestration. Per the physician, the valve contributed to the occlusion as the patient's small anatomy the long leaflet that blocked the coronary artery once the valve was released. Similarly, the dcs played a role in the occlusion. Per the physician, the cause of death was left coronary artery occlusion. The valve and dcs were excluded as contributing factors to the patient's death.

Manufacturer narrative:
Corrected data: e1 - initial reporter phone number corrected from blank updated data: h2 h3 h6 image review: five media files were provided for review of the event. Patient¿s executive summary was not provided for anatomical review. Though, it is known that the left coronary sinus was small, and the left coronary artery height was low. Fluoroscopic valve load inspection was performed and confirmed a good load. It was reported that prior to the valve implant, an off-label procedure was performed to lacerate the left leaflet. Subsequently, the valve was implanted a post implant angiogram revealed absence of flow to the coronary arteries. An attempt was made to perform a percutaneous coronary intervention (pci) of the left coronary artery, but it was unsuccessful. Consequently, the patient died. In this case, most likely coronary obstruction contributed to the cause of death. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve replacement (tavr) procedure, the "basilica" technique was performed to lacerate the valve leaflet due to the left coronary artery being less than 10 millimeters (mm) in diameter and a small left sinus. During the implant of the valve, the patient went into cardiac arrest. The valve was noted to be implanted. Subsequently, cardiopulmonary resuscitation (CPR) was performed, yet was unsuccessful, and contrast imaging revealed a blockage in the left coronary artery. An attempt was made to place a stent but the patient ultimately died. Additional information was received indicating that the cause of the occlusion was leaflet occlusion and sinus sequestration. Per the physician, the valve contributed to the occlusion as the patient's small anatomy the long leaflet that blocked the coronary artery once the valve was released. Similarly, the dcs played a role in the occlusion. Per the physician, the cause of death was left coronary artery occlusion. The valve and dcs were excluded as contributing factors to the patient's death. Additional information was received indicating that the patient's underlying medical history did not contribute to the cause of death, per the physician.

Manufacturer narrative:
Updated data: b5. Added third paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: d-evprop23-29, serial/lot #: (B)(6), ubd: 05-mar-2027, UDI#: (B)(4) h6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve replacement (tavr) procedure, the "basilica" technique was performed to lacerate the valve leaflet due to the left coronary artery being less than 10 millimeters (mm) in diameter and a small left sinus. During the implant of the valve, the patient went into cardiac arrest. The valve was noted to be implanted. Subsequently, cardiopulmonary resuscitation (CPR) was performed yet was unsuccessful and contrast imaging revealed a blockage in the left coronary artery. An attempt was made to place a stent but the patient ultimately died.